Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head's cable protector was broken (not attached to the end), and there was noise in the image. There was no patient involvement.